Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display was blank. It was noted that the pump "beeped" when a battery was inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings: a review of the download history showed that cs 054 and cs 012 call service alarms were recorded. During testing, the pump powered on to a blank screen and was constantly vibrating. The pump case was removed and no evidence of moisture was found inside the pump. A component of the printed circuit board was found to be corrupted/defective causing the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.